Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily calcified coronary artery. During the procedure a 3.75 x 15 mm nc tenku rx balloon dilatation catheter (bdc) was used for pre-dilatation and on the first inflation of the bdc to 10 atmospheres the balloon ruptured. The procedure was continued successfully with non-abbott balloon catheter. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.